Event description:
Reportedly, the orchestra plus programmer s/n (B)(6) froze during a data measurement test performed during intervention. Turning on the power and restarting it temporarily recovered, but after that the operation became slow.

Manufacturer narrative:
Neither the involved orchestra plus nor associated expert files from the subjected device were provided. In the absence of log files from the examined orchestra plus, there are no evidentiary elements to determine the nature and the cause of the reported issue. Hypothetically, it can be considered that the reported problem may be possibly attributed to a significantly over-time deteriorated operating state of the orchestra plus unit. It is recommended to perform the platform re-ghost to restore an appropriate operating state. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the orchestra plus programmer s/n (B)(6) froze during a data measurement test performed during intervention. Turning on the power and restarting it temporarily recovered, but after that the operation became slow.